Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall had occurred without recovery and was confirmed in event logs. Motor stall should have been caused by the pt having MRI or other medical procedure. Motor had stalled at 14:14 and had not recovered as of 16:07. Pt experienced severe spasms two weeks out of the month. No reservoir volume discrepancies were noted. The drug and dosage infused via the pump were unk. A follow-up report will be sent if additional information becomes available.